Event description:
A surgeon reported a patient that experienced an unexpected postoperative refraction following intraocular (iol) implant surgery. The patient reported having difficulty reading and blurry distant vision. He stated that his peripheral vision had a triangle shape that was black and worse in the morning. The surgeon reported the patient was taking medications for benign prostatic hypertrophy that had produced a "floppy iris". In 2008, the patient was diagnosed with a partial retinal detachment and sent to a retinal specialist who performed a cryopneumatic retinopexy. Cystoid macular edema (cme) was also noted in the same month. Lasik was performed in approx four months later. As of the following month, the patient stated that "vision worse than previous" and that he "can't read at all".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/07/2008, 11/12/2008, 11/13/2008, and 11/21/2008 by phone, fax, and mail. A completed questionnaire has not been received.